Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt experienced dark urine/hematuria. No power elevations or device parameter changes were noted from baseline. The pt was administered medication and the condition improved.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.